Event description:
It was reported that the 7900 system locked up with the right side keys lighting up during a case. No pt injury was reported.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed; the second one had the same problem. The surgeon changed to a third one to complete the procedure. There were no adverse consequences for the patient.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 265 mg/dl and 127 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.